Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (frail leaflets) contributed to the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitral valve leaflets were frail as the patient had been taking prednisone for 40 years. The mitraclip xtr was advanced and leaflet grasping was achieved. However, upon grasping, one of the leaflets tore. Therefore, the undeployed clip was removed and the procedure was aborted. The patient was sent to the intensive care unit for monitoring. There was no clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.